Event description:
While undergoing a left atrial ablation for supraventricular tachycardia via a trans-septal approach, the patient sustained perforation of the left atrium. Immediate care was given that included pericardiocentesis, intubation and appropriate drugs. Patient is still an inpatient, but doing well. No surgery required.